Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room after having received three shocks due to oversensing, and that there was a lead fracture. The patient also experienced asystolic pauses. Detections were turned off and pacing mode changed, until the pace/sense portion and rv (right ventricular) defibrillation coil were capped and a new lead was implanted. The svc (superior vena cava) coil portion remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that there was one high impedance measurement on the svc coil. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 419378 implantable pacing lead, (B)(6) 2008; 407652 implantable pacing lead, (B)(6) 2008. (B)(4).